Event description:
Received report that a pt had died at hospital a few days after being admitted for stomach pain and vomiting. Early indications are that the stomach likely became ischemic and sepsis resulted. A consulting gastroenterologist recommended after reviewing the results of the test that if the pt's symptoms did not resolve the medical team should contact the implanting surgeon. Pt kept on fluids and observed. The implanting lap-band surgeon was not consulted or the surgeon's on call physician. Investigation into this event is continuing. An autopsy is not available at this time to determine a probable cause or an exact cause. This event is being reported because of inamed's approach to complication is to resolve all doubt in favor of reporting. The pt had become obstructed with a piece of food which had elicited the vomiting. This pt had been implanted with the lap-band three months previously with no product operative complications noted. It is also recorded that the pt had received an adjustment three weeks previously with no adverse events noted until the obstruction at which time the pt contacted the physician's office. Treatment summary notes from hospital indicate that the nurse and doctor on call for the implanting physician adressed the pt's concerns and noted some symptom resolution. Continued follow up from hospital noted that the pt had been admitted to another hospital due to unresolved symptoms. Coroners office relayed information from notes; "admitting symptoms vomiting, retching and abdominal pain. Gastroenterologist consulted, pt tested with results noting "no food obstruction, abnormal stomach, bluish mucosa (?) Ischemia, scope could not be advanced beyond (?) Pyloric sphincter.